Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Crna performing the refill claimed that the refill felt normal. Clinical specialist (cs) reported that no further issues have been reported for the patient, and they believe the patient's pump therapy will continue on as normal. Per the instructions for use of the device, injection of medication into the pump pocket during the refill procedure is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a suspected pocket fill following a pump refill appointment. Cs stated that the patient drove home after their refill appointment and reported that they started feeling tired, nauseous, and having some chest pain. The patient's husband arrived at home and found the patient shaking and pale. The patient was brought to the ER. Nurse at the ER reported that the patient was lethargic, difficult to arose, with oxygen going "into 70s" shortly after the patient was admitted. Physician at the ER reported that the patient received one dose of narcan and had been stable since. The patient was later discharged and no further issues had been reported since.